Event description:
It was reported that during implant, the right atrial (ra) lead was unable to advance due to a tight left subclavian vein. The lead was re-stuck into the right atrium, but it was difficult to extend the helix. Once the helix was finally extended, there were poor measurements with high threshold and high impedance values. The lead helix, then, would not retract even with a number of excessive turns. The lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned and analyzed. Visual analysis noted the lead was damaged at implant. The lead was distorted (extrinsic) with helix pulled/stretched/overstress. The lead distal end/electrodes were covered with blood. The lead helix was disengaged from the helical channel. The lead was received partially extended with blood on the helix and the helix slightly stretched. Helix was cleaned and then retracted in preparation for possible helix extension/retraction and length testing. Likely due to the helix being stretched, it became lodged on the guide tooth during the retraction, and the extension/retraction and length testing could not be performed. (B)(4).